Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a slight inaccuracy after going sterile. The surgeon stated that accuracy was great immediately after registering the patient with pointmerge. The surgeon could not provide a specific measurement of the alleged inaccuracy, or tell in what direction it was. The surgeon opted to continue the procedure, with this knowledge, and completed with the use of the navigation system. There was no delay in the surgery. There was no impact on patient outcome.